Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 130 mg/dl. Customer advised that there is liquid in the display, the display is partially blocked and there are missing segments on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had missing segments due to a cracked and bleeding lcd glass. Unable to perform the displacement or self tests due to the lcd damage. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, cracked battery tube threads and a missing end cap sticker.